Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they couldn't urinate. Patient stated they talked to a manufacturing representative (rep) last tuesday or maybe wednesday and the rep changed the patient to program 4 and told them to leave it there for a week until the (B)(6) 2025. Patient reported on saturday (B)(6) 2025 they ended up in the ER all day and they drained 550 cc's out of patient's bladder. Patient stated they wouldn't let the patient leave the ER until they urinated on their own or they were going to put a foley in. Patient stated they changed to program 2 and was able to urinate on their own before they left the hospital but stated they were having a terrible time and this morning they could only urinate a couple drops and their bladder feels over full. Reviewed role of patient services and redirected patient to their healthcare provider to discuss symptoms. When asked for event date patient mentioned they have been reprogrammed 4 times and stated it started working, but then patient lifted a heavy box and carried it in the house and it stopped working after that. Patient clarified that was like at least 3 weeks ago. Patient denied any diagnostic testing like x-rays to confirm implant is still intact. Patient stated when they contact their doctor's office, they won't give patient an appointment with their dr and stated they are told to call patient services. The rep was contacted asking to contact the patient. The patient was going to contact their doctor again as well.